Manufacturer narrative:
On february 18, 2022, mentor became aware that the correct date of explantation was on (B)(6) 2022. Mentor also became aware that the suspect medical device was discarded after it was removed and replaced with a mentor implant. During the revision surgery, the capsular contracture has been diagnosed to be a baker grade 2. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed.

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating that the patient has been scheduled for implant explantation on (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old african american female patient, who's undergone primary breast augmentation with two 400cc mentor memorygel breast implants, suffered left breast capsular contracture (baker grade iii), post-procedure. The capsular contracture was diagnosed via physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.